Event description:
Pt hooked up to cadd prizm pump for 5 fu infusion via central line. Unable to start infusion because pump read "air detector fault." There was no air in the line. Unable to disable the air alarm. Returned to MFR.